Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported an implant with no primary stability - mobility - periimplantitis. Implant with two abutment, 3 crowns an d 2 screws the dentist will insert the implant in 47, then we will make a screw-retained bridge on several abutments.